Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the device center, the roller pump failed the notice of field correction (nfc) upgrade. There was no pt involvement.